Manufacturer narrative:
Of the 1170 allegations of a malfunction, 999 pumps were returned to animas and investigated. Of the investigated pumps, 993 were found to be malfunctioning due to damage to the battery compartment. During investigation for unrelated allegations, there were 1556 additional issues relating to the battery compartment being damaged. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-83 years of age and between 0 and 285 pounds. Of the reported patients, 341 were male, 363 were female, and 466 were unknown.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 24 pumps were returned and investigated. There were 24 instances of battery compartment issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 04/21/2017 device evaluation: in q1 2017 there were 6 additional instances of battery compartment failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #6: date of submission 10-jul-2019. Device evaluation: in quarter 2 of 2019, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In q4 2016 there were 14 additional instances of battery compartment failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #4 07/28/2017 device evaluation: in q2 2017, there were 4 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
In quarter 3 of 2018, there were 1 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.